Event description:
Per the clinic, open circuits were noted on 3 electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.